Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had a lump on his back that he has since he was a teenager. The electrode on his back was rubbing this area raw. The cyst in that area popped and was draining. Patient had to have a cauterization and apply a pack to the wound area. It was reported that the patient's irritation improved after the cauterization and ending use.